Manufacturer narrative:
No non-conformance was found after okb reviewed all manufacturing and qc records of the suspected device (meter serial#: (B)(4) and strip lot#: d190530-2). Return and retained strips (lot#: d190530-2) were re-tested by using return (serial#: (B)(4)) and retained (serial#: (B)(4)) meters with control solutions (level low: batch# 8ah1a95, exp. By dec., 2020; level high: batch# 8ah3a15, exp. By dec., 2020), respectively, and results as below met the acceptance criteria (level low: 40~90; level high: 210 ~320). Only 3 remaining strips had been returned from the client. Return meter w/ return strips: 61 (level low) and 250 (level high). Return meter w/ retained strips: 68/66 (level low) and 255/258 (level high). Retained meter w/ return strips: 61 (level low). Retained meter w/ retained strips: 66/70 (level low) and 263/266 (level high). Meter setting and all functions of the suspected device were re-tested, and all of them were operated properly. Standby current of the device was re-checked and the current (1.0 ua) met acceptance criteria (< 55 ua). As above, no non-conformance and malfunction of the suspected device were found. The matter might result from user's operation or preservation. The root cause of the complaint is unable to be verified without more users' information.

Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 9:00pm at home. End-user stated that his mother called paramedics due to him being clammy and confused. His mother tested his blood glucose with his prodigy meter and receive a result of 116mg/dl. His mother felt that wasn't right and tested him 2 more times with his prodigy meter and received results of 90 and 91mg/dl. A normal result for that time of day is usually around 90mg/dl. His mother then decided to call paramedics immediately after testing the 3rd time. The end-user had orange juice and peanut butter crackers while waiting for paramedics. Paramedics arrived within 3 minutes and tested the end-users blood glucose with their meter and received a result of 31mg/dl. The paramedics did not test the end-users blood glucose with his prodigy meter. Paramedics had the end-user eat more peanut butter crackers until his blood glucose was 90mg/dl. No other treatment was received by paramedics and the end-user was not transported to the hospital by paramedics. No additional information was provided.